Manufacturer narrative:
The fse replaced the crm then completed the pm with full calibration, functional and safety checks to meet factory specifications. The iabp unit passed all calibration, functional and safety test per factory specifications and was released to the customer and cleared for clinical service.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the power cable for the condensation removal module (crm) for the cs300 intra-aortic balloon pump (iabp) was torn. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the power cable for the condensation removal module (crm) for the cs300 intra-aortic balloon pump (iabp) was torn. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the power cable for the condensation removal module (crm) for the cs300 intra-aortic balloon pump (iabp) was torn. There was no patient involvement, and no adverse event reported.